Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for additional intervention.

Event description:
It was reported that a patient was admitted to the hospital due to an exposed lead caused by skin dehiscence. The patient's wound was sutured closed and was discharged from the hospital. The event was deemed to be related to the device and procedure. Additional information was received indicating that the exposed lead was open at the left retroauricular electrode. There was pus discharge, a culture revealed e. Cloacae. A subcutaneous pocket was created behind the original incision and the electrode was anchored and tethered without tension. The wound was closed following multiple washes with oxygenated water and diluted betadine. The patient was also treated with IV and oral antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was admitted to the hospital due to an exposed lead caused by skin dehiscence. The patient's wound was sutured closed and was discharged from the hospital. The event was deemed to be related to the device and procedure.